Event description:
Left colectomy. Slc55g dlu was attached and went to calibrate. After calibrating, two staples were pushed up on the distal end of the dlu. Surgeon manually stitched over the area to complete the case.